Manufacturer narrative:
(B)(4). An 8f fast-cath transseptal introducer and 7f inquiry afocus steerable catheter was received for evaluation. Visual inspection of the introducer revealed a form wire was sticking out from the hemostasis valve/cap area. Visual inspection also revealed the protective sheath was on the catheter shaft and was not within the hemostasis body per instructions for use. An x-ray also revealed the tip electrode was within the hemostasis body, specifically the sideport. The purpose of the use of the straightener is to prevent this type of occurrence. Review of the device history record for the introducer confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with use/user error. The IFU for insertion of the inquiry steerable catheter used with this device states: "slide the protective sheath over the distal loop section of the catheter and insert the protective sheath with the catheter distal end into and through the hemostasis valve of the introducer."

Event description:
Related to MFR #: 2030404-2012-00083. It was reported while using the inquiry afocus catheter, the catheter could not be removed from the introducer. The physician attempted to insert the catheter into the 8f fast cath transseptal introducer; however, the catheter became caught inside or near the sideport of the introducer. The physician tried to move the catheter forward into the introducer but the catheter would not progress. When the physician tried removing the catheter, it could not be removed from the introducer. The introducer and the catheter were removed from the patient. Outside the patient, the catheter was removed from the introducer. A wire was noted to be sticking out of the end of the introducer, and the catheter was missing the tip electrode. An x-ray was performed and no electrode was visible in the patient. A new introducer was inserted into the patient. The procedure was completed with a different catheter and there were no adverse consequences to the patient.